Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the quantum board was faulty, due to which the device was unable to start. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor could not be turned on. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The hospital changed from ownership from (B)(6) hospital to (B)(6) hospital affiliated to (B)(6) university. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the monitor not turning on occurred due to a faulty quantum board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.